Event description:
A journal article was reviewed which contained information regarding these leads. It was reported that the patient had pocket pain. Both leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: high-risk lead removal by planned sequential transvenous laser extraction and minimally invasive right thoracotomy. Journal of cardiovascular electrophysiology. 2014;25(6):617-621. An email was sent to the author requesting additional information, with no reply as of yet. (B)(4).